Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 242 mg/dl. Customer was assisted in performing a 5.0u fixed prime. It was explained to the customer that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer stated that the cannula was bent. Customer was advised to change the entire infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.